Event description:
It was reported that an adult pt underwent a tonsillectomy procedure on an unk date. The pt experienced post-operative bleeding six days after the procedure. Upon evacuation of the blood clots in the surgical field, the surgeon found a broken suture which required a repair procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.